Event description:
Parent called for daughter to report that his daughters blood glucose (bg) was high and was admitted to the hospital for dka. Parent stated that her daughter's bg was 425 mg/dl with large ketones. Reading was taken from hospitals lactometer. Customer did not keep pod. Parent stated that her blood sugar was going up all day and they gave many insulin boluses, but the bg would not come down. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.